Event description:
This syncardia companion hospital cart was not in use with a pt. The companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the syncardia temporary total artificial heart (tah-t) implant procedure and subsequent recovery phase. The customer reported that the companion hospital cart display functioned but that the touchscreen had intermittent function and did not always respond when the touchscreen was touched. This alleged failure mode poses a low risk to a pt, because the issue was observed when the hospital cart was not in use with a pt. In addition, the reported issue would not prevent a companion 2 driver from performing its life-sustaining functions. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.